Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency severe anxiety, increased anxiety, increased depression, depressions, chronic neck and shoulder pain, worsening lower back pain, sjogren's syndrome, ra, swollen lymph nodes, inflammation, unexplained rashes and bruising, muscle fatigue, chronic fatigue, fibromyalgia, and limb numbness. The following reported events have been deemed not related to the device: sinusitis, hair loss, memory loss, lack of focus, brain fog, increased insomnia, weight loss, kidney stone, cyst on kidney, parathyroid problem, food intolerances, spinal changes, acid reflux. Affected side is left. The device remains implanted.